Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to plug the usb cable into the usb port on the pump. Subsequently, the customer is unable to charge the pump. It was confirmed that the usb cable can successfully charge other devices. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump until the replacement arrived.